Manufacturer narrative:
UDI is not available as product information was not provided.

Event description:
Voluntary medwatch received states that the low voltage lead was capped due to product performance issue. There were no patient consequences.